Manufacturer narrative:
Additional information method, section of actual device evaluated, water permeability flow rate tested, visual inspection of returned sample carried out. Scanning electron microscope(sem) examination of returned sample carried out. Result:- no failure detected, permeability with water results within specification , no flaws or defects found on returned sample. Conclusion: unable to confirm complaint. Returned section free from defects, no failure or insufficiency was found with the sample tested. This issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time. Vascutek now considers this complaint as closed.

Event description:
This report is being submitted as a final report to manufacturers report no 9612515-2015-00025.

Manufacturer narrative:
(B)(4). Method: actual device evaluated. Investigation ongoing. Method: review of retained qc and manufacturing records carried out. Result code: no failure detected,review of qc and manufacturing records showed batch was manufactured to specification. Result code: further results pending completion of returned product evaluation. Conclusion: conclusion not yet available - evaluation in process. Vascutek will report results in next follow up report.

Event description:
The graft was being used as an axillary cannula. The surgeon reported that it was leaking along its length. A small portion of the graft was left in situ at the end of the procedure; the rest of the graft was removed and is being returned for analysis the procedure was a redo aortic valve replacement.